Event description:
Info received indicates the siderail is down and not latching up.

Manufacturer narrative:
The technician found the latch plate was bent. He replaced the siderail latch plate to repair the bed.